Event description:
The customer stated they were receiving questionable results for glucose on their cobas c501 (serial number (B)(4)). The customer provided data for eighteen patient results, of which there were seventeen discrepant results reported outside the laboratory. Repeat testing was performed on the customers other c501 analyzer and issued as corrected reports. All results are reported in mg/dl. The first patient's initial glucose result was 280. The repeat result was 99. The second patient, a female born (B)(6), had an initial glucose result of 287. The repeat result was 99. The third patient, a male born (B)(6), had an initial glucose result of 260. The repeat result was 73. The fourth patient, a female born (B)(6), had an initial glucose result of 238. The repeat result was 77. The fifth patient, a male born (B)(6), had an initial glucose result of 287. The repeat result was 128. The sixth patient, a male born (B)(6), had an initial glucose result of 261. The repeat result was 101. The seventh patient, a male born (B)(6), had an initial glucose result of 295. The repeat result was 96. The eighth patient, a male born (B)(6), had an initial glucose result of 322. The first repeat result 101. The second repeat result verified the first repeat result, but specific data was not provided. The ninth patient, a female born (B)(6), had an initial glucose result of 238. The repeat result was 74. The tenth patient, a female born (B)(6), had an initial glucose result of 277. The repeat result was 90. The eleventh patient, a female born (B)(6), had an initial glucose result of 281. The repeat result was 97. The twelfth patient, a female born (B)(6), had an initial glucose result of 276. The repeat result was 94. The thirteenth patient, a female born (B)(6), had an initial glucose result of 316. The repeat result was 101. The fourteenth patient, a female born (B)(6), had an initial glucose result of 270. The repeat result was 93. The fifteenth patient, a female born (B)(6), had an initial glucose result of 249. The repeat result was 86. The sixteenth patient, a male born (B)(6), had an initial glucose result of 280. The repeat result was 90. The seventeenth patient, a female born (B)(6), had an initial glucose result of 253. The repeat result was 89. There were no allegations of any adverse affects to the patients as a result of this event. Prior the field service representative (fsr) visit, the customer performed a reagent prime, air purge and sample probe wash. The fsr determined the cause of the event was the sample probe external wash level was too low. He adjusted the wash water. Calibration and quality control were performed for verification.